Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received a stryker collaborative study (scs) named "retrospective post-market clinical data collection protocolfor stryker systems ¿ pangea distal fibula" that contains collected data on the usage and the outcomes of pangea distal fibula. The report details analysis provided for procedures performed between 5/1/2024 to 2/20/2025. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: one patient with syndesmotic screw loosening (mild, screw head). May be related but could be also related to the surgical technique (imperfect screw insertion) or high stresses due to the injury characteristics.